Event description:
It is reported that the patient was revised due to pain.

Manufacturer narrative:
Evaluation summary: neither operative notes nor x-rays have been provided for review. The component fit and orientation per the surgical technique is unknown. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs high impact) and relevant medical history. Rehabilitation protocol and adherence thereto is unknown. With the information provided, a definitive root cause cannot be determined. Evaluation codes: it is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer , inc considers the investigation closed.